Event description:
The clinician reports the implant was inserted on (B)(6) 2019 in ada 13. Details of surgery: primary stability not achieved, sinus augmentation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 13. Details of surgery: primary stability not achieved. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.